Manufacturer narrative:
Arjo was informed about the enterprise 8000x bed malfunction, which occurred in ethekwini hospital in south africa during raising of the bed platform. The device evaluation carried out by arjo representative revealed that the radius arm detached from the bed¿s frame. Although there was a resident laying on the bed during the failure detection, no injury nor other health consequences occurred. The same type of bed¿s frame failure was observed within 5 other enterprise 8000x beds in the ethekwini hospital in south africa. Following the results of the device evaluation and observation in the facility, the reported bed¿s platform failures could have been caused by blocked movements of the bed, caused by the hospital pendant (located over the corner of the bed). The marks observed on the head end safety panels could occur when the bed was pressed/pushed against the pendant. The simulations carried out by the manufacturer showed that two potential situations can lead to the radius arm detachment. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction cannot compromise a patient¿s safety if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 8000x bed (IFU 746-585-UK_12). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". Based on the information gathered it can be concluded that the first scenario caused the reported malfunction. The bed frame was obstructed during raising which caused that the steel frame bent and the radius arm detached. The improper way in which the bed was used by the facility staff against warning included in IFU contributed to the reported malfunction. A similar problem with the bed frame was observed in 5 other enterprise 8000x beds in the same customer facility - the ethekwini hospital in south africa. In order to reduce the failure occurrence, arjo decided to inform the facility staff about conclusions from the performed analysis and remind about the proper operation of the enterprise 8000x bed. In summary, the enterprise 8000x did not meet the manufacturer¿s specification. The patient was lying on the bed at the time the malfunction occurred. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might have led under specific circumstances to the bed collapse during use with a patient.

Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following information reported, radius arm detached from the enterprise 8000x bed frame. This malfunction occurred during raising of the bed platform. The patient was lying on the bed when this issue was observed however no injury or other medical consequences were reported.